Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID # 2134265-2016-04994. It was reported that catheter entrapment occurred. The target lesion was located in the anterior tibial artery. After a 300cm straight tip v-14¿ controlwire® was advanced to the lesion, a 3.0mm x 60mm x 90cm coyote¿ balloon catheter was advanced but had difficulties tracking over the v-14¿ controlwire®. The coyote¿ balloon catheter eventually reached the lesion and dilatation was successfully performed. However, the v-14¿ controlwire® lost its position. The devices were removed together and outside the patient's body, the v-14¿ controlwire® was difficult to remove from the coyote¿ balloon catheter and would not go back in. The procedure was completed with no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. Microscopic inspection found no irregularities or damage to the distal tip and proximal bond of the device. The inner diameter (ID) of the wire lumen was measured at both ends with a calibrated pin gauge set and is within specification. Microscopic inspection revealed a kink in the inner 12mm from the tip, with numerous areas of inner damage (bunching) at the proximal end of the device. The guide wire used in the procedure was not returned for lab analysis, so functional testing was completed using a kinetix .014¿ guidewire . The kinetix guide wire could not pass through the hub, due to the inner damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
Same case as MDR ID # 2134265-2016-04994. It was reported that catheter entrapment occurred. The target lesion was located in the anterior tibial artery. After a 300cm straight tip v-14¿ controlwire® was advanced to the lesion, a 3.0mm x 60mm x 90cm coyote¿ balloon catheter was advanced but had difficulties tracking over the v-14¿ controlwire®. The coyote¿ balloon catheter eventually reached the lesion and dilatation was successfully performed. However, the v-14¿ controlwire® lost its position. The devices were removed together and outside the patient's body, the v-14¿ controlwire® was difficult to remove from the coyote¿ balloon catheter and would not go back in. The procedure was completed with no patient complications reported.